Event description:
An olympus endoscopic support specialist (ess) was dispatched to the user facility for an in-service, the ess observed the user reprocess a scope in the reprocessor without removing the connectors for another scope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.